Event description:
Armboard that was attached to the surgical bed on the right side unexpectedly fell from the bed with the patient's arm attached. This placed posterior traction on the left shoulder. There was no harm to patient. Biomed evaluated the bed and determined that this was operator error and not a problem with the equipment.